Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be jumping and the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 324 mg/dl and insulin was delivered via the pump. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.